Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, unit data was successfully uploaded on to carelink. No upload/download anomalies were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experience hypoglycemia and had trouble with insulin pump and sensor. Customer's blood glucose level was 50 mg/dl, customer kept eating skittles and dropped to 52 mg/dl, had some cereal and ginger ale and blood glucose level was around 70 mg/dl, customer had dinner and did not bolus anything and got blood glucose level was 62 mg/dl at the time of incident and current blood glucose level was 104 mg/dl or 110 mg/dl. Customer assisted with troubleshooting for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Customer was alleging insulin pump was over delivering because customer's blood glucose level was low and kept staying low. Customer reports programming was accurate. Customer reports insulin pump was not worn during a medical procedure or test around a magnetic image resonance. Customer states they feel uncomfortable with insulin pump. The insulin pump will be returned for analysis.